Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) and the home patient (hp) stated there was an issue with the final bag the previous night during setup where the hp stated she disconnected the final bag and connect a new bag to the final line. The technical service representative (tsr) asked the hp if the hc alarmed at all and the hp stated yes, check line. The tsr asked the hp if the hc is on and the hp stated no. The tsr had the hp turn the hc on and the hc went to press go to start. The tsr reviewed the alarm log. The hp stated she was connected the bags when she noticed the kink in the final bag. The tsr stated the hp was connect the bags, noticed the final bag was kinked, disconnect the final bag, and added a new bag to the final line and the hc never alarm and the hp stated yes. The tsr explained that baxter does not recommended disconnecting bags, and connecting bags to the same line. The tsr explained baxter recommended to start over with new supplies if the bag are connected and there is an issue with the setup. The tsr recommended the hp contact the registered nurse (rn) about disconnecting a bag and connecting another bag to the same line, just in case the rn has to recommend anything. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product, where the home patient stated she disconnected the final bag and connect a new bag to the final line. This complaint is confirmed because replacing disconnected solution bags is a use error that can cause contamination. The cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.